Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-28, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving morphine 50mg/ml via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2015, the pump's low reservoir alarm occurred at 6:16. The empty reservoir alarm then occurred on (B)(6) 2015. The pump had dispensed 40.8ml since the last update. The patient's pump was empty because the patient was usually filled in (B)(6), but was in (B)(6), and no healthcare professional in (B)(6) wanted to fill the pump. Additional information has been requested regarding symptoms, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.